Manufacturer narrative:
Since the actual sample was not available, the following investigation was performed. No anomaly was found in the manufacturing record and the product inspection record of the product with the involved product code/lot number. No other similar report was found in the past complaint file of the product with the involved product code/lot number. [Product structure and mechanism of occurrence]: this product has a structure in which the stent self-dilates by rotating the thumbwheel (winding up the release wire connected to the sliding part) and pulling the sliding part toward the hand side. If the stent is released with the sliding part of delivery catheter trapped, the movement of sliding part on the hand side is hindered and only the release wire is wound up. At that time, compressive force is applied to the proximal shaft located outside the patient's body, causing it to wave. In addition, when the force for trapping the sliding part is larger than the force for pulling the sliding part toward the hand side, the force for pushing out the inner shaft works, and the inner shaft (contrast marker) moves forward. Therefore, the stent deployed from the sliding part is pushed out by the proximal marker on the inner shaft to apply compressive force and it contracts (shortens). The above may be prevented by properly holding the catheter. As a cause of this case, following factor was inferred. However, since the actual sample was not returned, it was not possible to clarify the cause of occurrence. I. During stent release, the sliding part (where the stent was mounted) of actual product was trapped by some hard object (e.g. Calcified lesion). This prevented the sliding part from being pulled in towards the hand side. Ii. At this time, the delivery catheter was insufficiently held, and compressive force was applied to the shaft located outside the patient's body, causing it to wave. Iii. Since the movement of sliding part on the hand side was hindered, the force for pushing out the inner shaft worked, and the inner shaft (contrast marker) moved forward. IV. At that time, the stent deployed was pushed out by the proximal marker on the inner shaft and compressive force was applied, and a part of stent was contracted (shortened). Ashitaka factory manufacturing process is always continuing diligence in maintaining the product quality by performing following inspections. After the stent is processed, 100% inspection is performed with an imaging device to confirm that there is no deformation or fracture in the stent strut. After the stent is processed, 100% inspection is performed with an imaging device to confirm the width and thickness of the stent strut. After mounting the stent on the delivery catheter, the length of stent is measured on 100% basis to assure its length. After mounting the stent on the delivery catheter, 100% visual inspection is performed to confirm that there is no overlap, deformation or fracture on the stent strut. It is also confirmed that there is no kink or crush on the sliding part or shaft. The load at the time of stent release is measured on 100% basis by the load measuring device to confirm that there is no anomaly in the release resistance. For future use, directions for use found in the instructions for use (IFU) of this product should be noted, as appropriate: "[directions for use] 3-6 to maintain the position of the delivery catheter while rotating the thumbwheel, grip the delivery catheter by hand at the operator side (proximal) of the intermediate shaft and do not move the delivery catheter at the operator side of the intermediate shaft." Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the misago stent foreshortened roughly 4cm on deployment. The stent was deployed in the proximal superficial femoral artery (sfa), and used with 6 french antegrade access, 6fr 10cm pinnacle. Two total stents were used, both 6 x 150. The first stent was deployed distally with no problem. The second stent was overlapped with the first stent and deployed in proximal sfa. Upon wheeling back, the stent moved forward and shortened about 4cm. The case was completed successfully, and no adverse event was reported. The procedure being performed was a sfa stenting. There was no blood loss. The reported event did not result in patient injury and/or require medical or surgical intervention. Additional information was received on 11dec2024: upon wheeling, the stent stopped moving forward and shortened about 4cm. The involved stent was placed in a shortened state. There were no additional medical or surgical interventions performed after the event occurred.